Event description:
Attorney reported: pt sustained injury and damages associated with her use of defective product the bard ventralex hernia patch and the bard composix kugel hernia patch. Specifically, as a result of having the bard ventralex hernia and the bard composix kugel hernia patches implanted in pt. Pt suffered disabling pain and required surgical intervention.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. Info related to the recalled composix kugel mesh included in the event description will be reported in accordance with rae (B) (4).